Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received appropriate anti-tachycardia pacing (atp) therapy for arrhythmias detected in the ventricular tachycardia (vt) zone. However, in each of the episodes the atp accelerated the rhythm to the ventricular fibrillation (vf) zone, where in some cases a 41 joule shock was delivered to convert the arrhythmia and in other cases the patient self-converted before shock therapy was received. The patient's clinic was notified of the therapy episodes and further review of the episodes and device programming were recommended. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received appropriate anti-tachycardia pacing (atp) therapy for arrhythmias detected in the ventricular tachycardia (vt) zone. However, in each of the episodes the atp accelerated the rhythm to the ventricular fibrillation (vf) zone, where in some cases a 41 joule shock was delivered to convert the arrhythmia and in other cases the patient self-converted before shock therapy was received. The patient's clinic was notified of the therapy episodes and further review of the episodes and device programming were recommended. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received, indicating the patient has again had appropriate therapy episodes where the atp accelerated the arrhythmia into the vf zone and shocks were delivered that successfully converted the arrhythmia. It was noted the patient had an atrial arrhythmia as well during these episodes. An email was sent to the clinic as notification for the episodes. No further assistance was requested by the clinic. No adverse patient effects were reported. The device remains implanted and in service.